Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. (B)(4).

Event description:
It was reported that both leds light up too weakly. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "both leds light up too weakly" was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted, led is dim, blade damaged, adhesive points on camera head worn, housing worn, cover damaged, plug worn. As stated, the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, which was caused by wear during use and the reconditioning process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and can lead to poor light output. The event is filed under internal karl storz complaint ID: (B)(4).